Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-69583 and 2032227-2014-69584.

Event description:
Customer called initially because of sensor issues. Troubleshooting was performed. Customer mentioned multiple hospitalization events. Customer reported he was hospitalized on (B)(6) 2014 for low blood glucose. Customer stated paramedics were called on (B)(6) 2014 for low blood glucose of 54 mg/dl. When paramedics arrived they raised it to 75 mg/dl. Unable to finish troubleshooting customer was feeling low, was advised to check, and it was 56 mg/dl. Customer treated with apple juice. No further information reported.